Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cartridge error; the unit did not acknowledge that the cartridge was in the device. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a cracked battery door and compartment, missing separator, scratched lens, and a worn uso seal. Review of the event history log (ehl) showed cassette not attached properly. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.